Manufacturer narrative:
(B)(4) date sent: 6/1/2021 h6: component code = g04 additional information was requested, and the following was obtained: could you please provide more details for "the staple line is crooked and done"? Answer- professor is a customer who has been using pvs for a long time. However, in this case the staple line was not formed as neatly as usual. It is said to be formed like a zigzag. Fortunately, the patient was discharged safely, and the results of the surgery were good. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload present. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to a home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken with the switch actuator loose inside the device; which lead to the device not been able to fire. The damage to the actuator post has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Could you please provide more details for "the staple line is crooked and done"?

Event description:
It was reported that during an unknown procedure, the professor used the product, but the staple line didn't get the same result as usual. The staple line was crooked and done. It is unknown how the procedure was completed. There was no problem with the patient (there was no patient consequence).